Manufacturer narrative:
An event of the tip of sheath being split when inserted during procedure was reported. The investigation at abbott found that the tip of dilator was deformed and damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for a procedure. During procedure, when the sheath was inserted, the tip of the sheath was split. A new 14f amplatzer amulet delivery sheath was chosen and implanted the device successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.